Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, 20mm amplatzer amulet left atrial appendage occluder was implanted in the patient using a 12f amplatzer amulet delivery sheath without any instructions for use complications. On six month follow ups, the patient had dyspnea and a 2.4mm circumferential pericardial effusion was seen in transesophageal echocardiogram (tee). A pericardiocentesis drainage was performed and medication was administrated. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
It was reported that on six month follow ups, the patient had dyspnea and a 2.4mm circumferential pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported patient effects of pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.